Event description:
Customer reported the system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. System operates as intended. (B)(4).